Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is currently in the possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR), and instructions for use (IFU). The aquabeam robotic system's treatment logs file was reviewed, which confirmed no malfunctions during the aquablation procedure. The review of the treatment logs indicated that the system functioned as designed. A review of the device history record (DHR) was conducted for ab2000/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system's instructions for use (IFU), ifu0101-00, rev. E, was reviewed. 3. Contraindications: do not use the aquabeam robotic system in patients who do not meet the indication for the system¿s intended use. A root cause for the reported event could not be determined. The reported event is unrelated to any alleged deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of the aquabeam robotic system. The treating surgeon does not attribute the event to aquablation therapy and believes that it was likely due to an allergic reaction. It was noted that the patient had a history of a myocardial infarction. Based on the information received, plus a review of the treatment log files, DHR, IFU, the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during a loop resection procedure following aquablation therapy, the patient became hypotensive. The crna alerted the attending anesthesiologist due to concern for a potential anaphylactic reaction. Epinephrine was administered, resulting in patient stabilization, and the procedure was completed without further complication. The treating surgeon did not believe the aquablation therapy contributed to the episode of acute hypotension. It was reported that the patient had no prior history of hypotension, though patient did have a history of myocardial infarction. Based on the sudden onset of symptoms, the care team suspects an allergic reaction as the likely cause. It was also confirmed that the patient was discharged and well. No malfunctions of the aquabeam robotic system were reported.